Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the allegation in the absence of information regarding the malfunction or the sequence of events leading to the harm. The likely cause was determined to have been anchor deformation due to excess tamping or calcium/plaque interference. The device history record (DHR) was unable to be reviewed since the lot number was not available. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: unknown if the device was implanted d6b: explanted date: unknown if the device was explanted h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor has used the involved angio-seal device and has had to fix the patient legs because of the angio-seal. The doctor has had to perform interventions on the vessel and claims that it's the angio-seal fault.